Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider (hcp) reported that the patient had not had any trouble since 2005 until the last few years. Their battery was a non-rechargeable one and they were concerned that the battery was starting to wear out. It was reported that the spinal cord stimulator was not functioning well. The patient noted that they would like to try a transcutaneous electrical nerve stimulation (tens) unit until their stimulator could be revised. There was a report of a spinal cord stimulator dysfunction. The hcp reported that an anteroposterior view of the dorsal spine was obtained and the neurostimulator device was in place with its lead tips seen projecting over the inferior endplate of t9. Mild degenerative changes were noted throughout the thoracic spine. Review of the systems reported that the patient was positive for myalgias, back pain, and joint pain. The patient was reported to be positive for tingling, focal weakness, and numbness. Medial joint line and lateral joint line tenderness was noted in the patient's right knee. The patient exhibited decreased range of motion and swelling in their right ankle. There was a report of chronic pain that limits function and quality of life. It was reported that the patient had done very well over the last 10 years with their current system. Interrogation of their system identified that they were not able to use all the programming capabilities of the system - whether it was related to scar tissue or poor battery output. The patient's current system was reported to be at the end of it's expected life and needed to be revised. The patient was advised to start oral medication for breakthrough pain until the spinal cord stimulator could be revised. There was a diagnosis of other mechanical complications of the implanted electronic neurostimulator (electrode) or a mechanical complication of the nervous system device, implant, and graft. The patient was seen by the physician on (B)(6) 2015 and that was when they brought up the issues. A revision was offered to the patient but no revision date was set. Relevant medical history includes complex regional pain syndrome type I of the right lower extremity.